Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09/29/2015 with the following findings: unable to duplicate the complaint. Pump boots to the verify screen with no issues. A ezprime sequence was successfully completed with no issues. Pump was exercised for 24hr time period; no unprogrammed boluses were delivered or recorded in the pump history during this time. No hypersensitive keys were observed on keypad. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump had delivered multiple 15 unit boluses that they did not enter. The patient had a blood glucose (bg) of 13 mg/dl with tingling in hands and feet, severe headache, lethargy, and unsteadiness when standing and walking. During troubleshooting, customer support found that all boluses are not recorded correctly and found no known cause. This complaint is being reported as the discrepancy was not resolved and the patient experienced hypoglycemia.